Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 25-aug-2016 from a company representative and it was reported that the hcp (healthcare professional) did a cap (catheter access port) study and was able to aspirate without difficulty. Per this reporter, the empty pump alarm occurred on (B)(6) 2016. No patient symptoms were reported.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (hydromorphone) 40 mg/ml at 11.012 mg/day and bupivacaine 10 mg/ml at 3.671 mg/day via an implantable infusion pump for non-malignant pain. It was also reported the patient's bupivacaine dose was 2.753 mg/day. This information was conflicting. It was reported the pump was alarming or beeping. The patient stated the pump had been dry for two weeks. It was questioned if the pump was still viable and functional. The patient was trying to get saline in the pump. It was noted the alarm was consistent with a pump alarm. It was reported, the refill date on the patient's personal therapy manager (ptm) displayed on (B)(6) 2016 and the alarm started on (B)(6) 2016. It was described as a two tone alarm. It was noted something happened with the patient and his healthcare provider (hcp), and the hcp would not see the patient anymore. The patient requested physician listings and got a referral from his primary care physician. The patient saw that hcp and was told that they normally won't see patients who had their pump installed by someone else. The patient was to follow-up with the hcp. The patient contacted his previous hcp's office to see if they could fill the pump with saline until the patient could find another hcp. The patient had another consult with a different clinic. The patient was still having pain with the pump. Further information was received that the pump had been dry since (B)(6) 2016. It was noted the hcp's discretion contributed to the issue. The logs were interrogated and a roller/dye study was scheduled. The issue was not considered resolved at the time of the report. Other medications the patient was taking at the time of the event were unable to be obtained. The patient's medical history was unable to be obtained. The patient's status was "alive-no injury." It was unknown if surgical intervention occurred because they were waiting for the results of the roller study. It was noted the hcp did not refill the patient's pump because the patient was released from his care. The issue remained unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.